Event description:
Caller reported a malfunction on the pump with no notable events preceding it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, implying no adverse impact. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to report any recurrence of the malfunction.